Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that there was ventricular lead warning due to low impedance. There was also noise on the ventricular high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.